Event description:
During surgery, the surgeon was trying to remove a screw and the prongs broke off. No delays due to back up instruments available. Additional information received from the sales representative on 18 dec 2009. A female patient in her mid 50's underwent original surgery for scoliosis of a neurogenic nature in 2007. The construct was from t8-s1 with pelvic fixation. On an unknown date, the patient presented with pain and follow up indicated that the rods in the pelvic section had broken. On (B)(6) 2009, the patient underwent revision surgery where the incompass construct was removed. During the removal process, the surgeon bent the prongs on the incompass universal screwdriver. There were five drivers involved that incurred either bent of broken prongs. The surgeon was able to remove all screws. The surgeon performed an alif at l4-l5 and l5-s1. The event has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.